Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete fill cannula alert. As a result, the customer completed the fill cannula step while connected for a second time resulting in 0.7 units of insulin being delivered to the customer. The customer's blood glucose level was 159 (mg/dl) and the customer stated the 0.7 units delivered did not impact bg levels. The customer stated they may have unintentionally navigated to the fill cannula screen prior to receiving the alert.